Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged by a foreign black rubbery material which seemed to be seal residue (outside of the device itself) that could not be removed. Additional findings include the following: the bending angulation was out of specification, the bending section cover adhesive was separated, the seal on the scope body was separated, and there was air / water flow issues. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an insufflation problem. Inspection and testing of the returned device found that the nozzle was clogged by a foreign black rubber material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.